Event description:
It was reported that during a meniscus repair surgery, after the t1 was deployed in the meniscus, the t2 deployed prematurely. No significant delay was reported. Smith and nephew back-up device was available to complete the surgery. No other complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The needle overmold assembly was significantly bent. No suture or anchors were returned. The depth limiter button was not in the default position. The deployment needle was in protruding beyond the distal slider channel. A functional evaluation was conducted. The deployment slider moved freely and felt as if it was detached from the deployment needle. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.